Manufacturer narrative:
Please retract MDR 2938836-2016-06602 follow-up number 1. The lead was not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated device change-out procedure due to eri, lead fracture was observed. The lead was capped and replaced during the procedure on (B)(6) 2016. The patient was doing well.